Event description:
Reportedly, during a follow-up performed on (B)(6) 2020, a sensing test was performed in ddd mode. During this test, it seemed that the pacemaker was stimulating in vvi mode, while working with a functional atrial lead. After a complete check of the device, it was reported that the ventricular lead was broken: the right ventricular lead impedance went from 700 ohms to 1400 ohms and some episodes recorded in the device memory showed noise oversensing in this channel. The remanding battery longevity of the pacemaker was 1 year and 6 months. On (B)(6) 2020, several real time tests were performed on the pacemaker and no anomaly was observed. After this, the patient was hospitalized for another medical emergency. On (B)(6) 2020, it was reported that a leadless pacemaker has been implanted. However, the subject pacemaker was kept implanted. Preliminary analysis results revealed that the device behaved as expected during the sensing test performed. The reported sudden increase of the ventricular lead impedance and the episodes showing ventricular noise oversensing were confirmed by the analysis; they most probably resulted from a ventricular lead issue.

Manufacturer narrative:
D6a (implantation date) : unknown. D3 and g1 updated. Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. The implantation date is unknown.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2020, a sensing test was performed in ddd mode. During this test, it seemed that the pacemaker was stimulating in vvi mode, while working with a functional atrial lead. After a complete check of the device, it was reported that the ventricular lead was broken: the right ventricular lead impedance went from 700 ohms to 1400 ohms and some episodes recorded in the device memory showed noise oversensing in this channel. The remanding battery longevity of the pacemaker was 1 year and 6 months. On (B)(6) 2020, several real time tests were performed on the pacemaker and no anomaly was observed. After this, the patient was hospitalized for another medical emergency. On (B)(6) 2020, it was reported that a leadless pacemaker has been implanted. However, the subject pacemaker was kept implanted. Preliminary analysis results revealed that the device behaved as expected during the sensing test performed. The reported sudden increase of the ventricular lead impedance and the episodes showing ventricular noise oversensing were confirmed by the analysis; they most probably resulted from a ventricular lead issue.